Event description:
The following was reported: "on (B)(6) 2026, an operating room nurse at our hospital discovered during routine equipment inspection that the jaw insert of the device described in this report was partially broken and detached."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).